Event description:
As reported, the patient underwent bilateral inguinal hernia repair in 2005 and was implanted with perfix plug (device #1). Reportedly, nine years post implant (2014), the patient developed a left recurrent direct hernia, and underwent repair with the implant of a kugel patch (device #2). As reported the patient developed a recurrence of the 2014 repair and on (B)(6) 2022, underwent repair and was implanted with another mesh.

Manufacturer narrative:
As reported, post implant of bard/davol perfix plug, the patient developed hernia recurrence. Based on the information provided, no conclusion can be made. Recurrence of the hernia is known inherent risk of surgery/use of the device and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR represents the bard/davol perfix plug (device #1). An additional MDR was submitted to represent the bard/davol kugel patch (device #2). Note, the date of event ((B)(6) 2014) and date of implant ((B)(6) 2005) are provided as an estimate based on the information provided. Device not returned - remains implanted.